Event description:
Customer states that they tested at 8:00am. Later when the device was turned on the device had the wrong time and date and wrong readings. Readings are 1:15 pm 136md/dl, 12:50pm 540mg/dl, 7:51am 561mg/dl. A request was made for the return of the suspect device and replacement product was sent.